Event description:
Clinic notes dated (B)(6) 2012 were received from the neurologist's office, and the medical history of "active stroke syndrome" dated (B)(6) 2010. The relationship of the stroke to vns is not indicated in the notes. Follow up with the neurologist's office revealed that they do not know the relationship because they treat the patient's epilepsy so they do not have detailed information about the event. It was suggested to contact the physician's primary care physician, however attempts to the physician's office have been unsuccessful to date.